Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and hardening.

Event description:
Patient's relative reported a right side "implant rupture. They had to remove it in pieces...hardened after that." Device has been explanted.